Manufacturer narrative:
The pump alarmed motor error during the rewind due to motor leaking oil and contaminating the motor home switch. Unable to perform the operating currents, unexpected restart or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests or verify the communication error alarm or any other alarm due to the motor error alarms. The pump had minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer also reported that they received motor communication error alarm. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer's blood glucose was 310 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the motor communication error alarm was causing the insulin pump to restart and rewind. The insulin pump will be returned for analysis.